Manufacturer narrative:
The material safety data sheet (msds) for steris 20 states that inhalation of peracetic acid vapors or mist causes irritation to the eyes, nose, and throat. Additional symptoms may include respiratory discomfort, headaches, dizziness and nausea. However, the symptoms will usually subside when the exposure ceases. As a corrective action on may 27, 2005, steris conducted in-service training for the hospitals staff demonstrating the proper processing instructions for the system 1, with emphasis on the proper disposal of steris 20 sterilant concentrate when necessary. When correctly followed, steris operating instructions provide for the safe and effective disposal of steris 20 sterilant concentrate. Due to the lack of specific info regarding the exact root cause of the injury reported, the treatment administered, and the seriousness of the injury, steris is filing this MDR.

Event description:
On (B)(6) 2005, steris received a request to service a system 1 processor. On (B)(6) 2005 the steris service technician arrived at the hospital and was informed that within 1 or 2 minutes of initiating a processing cycle, the processor leaked fluid from the right front corner of the lid. The customer reported that the cycle was cancelled, and the sterilant cup was removed from the processor. The customer stated that a hospital employee from another department entered the room and was exposed to the sterilant vapors in the room. The customer also stated that the employee had an allergic reaction within an hour of the exposure to the vapor, and was given medical care including hospitalization. At this time, it has not been determined if the vapors in the room originated from the liquid spill., or from the sterilant cup that had been removed from the processor. On (B)(6), the steris service technician evaluated the processor for leaks and found no problems with the lid, lid seal, lid latch, or their associated adjustments. The customer confirms no issue with the processor, and is requesting no further service action. The customer stated that they subsequently experienced leaks with other processors (no injuries reported), and has established the root cause of those leaks to be the use of a 3m liquid peracetic acid chemical indicator. The customer indicated that the 3m indicator can clog the fluid drain at the header block of the processing lid and result in overfill/leak of fluid from the processor. The customer has now changed to steris chemical indicators.